Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous glucose results generated by the unicel dxc 800 pro synchron clinical systems. The instrument activated a critical rerun of the samples. The customer also ran the samples on another instrument. The erroneous results were not reported outside of the lab. There was no affect to the patient or user associated with this event.

Event description:
Customer reported receiving high readings from their freestyle freedom meter and they were higher when compared to a hcp meter. Customer reported receiving a reading of 204 mg/dl at 7:48pm (18 minutes after her dinner) and self-administered with her usual 3 units of humalog insulin medication. Customer reported few hours later, she started experiencing symptoms of lethargy and drinking juice to counteract her symptoms. At 10:40pm, customer was experiencing an episode of seizure with a reading of 202 mg/dl and reported losing consciousness afterward. Paramedics were called and they obtained a glucose reading between 34-40 mg/dl from their hcp meter and treated customer with d50 solution, zofran (for vomiting), food and juice. Customer was then transported to a health care facility where she was diagnosed with severe hypoglycemia. Customer reported being treated with dilaudid and ativan intravenously but no specified diabetes-related treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Evaluations results: the meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.